Event description:
It was reported that pump displayed malfunction code and associated fault ID, with no notable events occurring beforehand and caller declining to share blood glucose information. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if issue returned, with caller acknowledging and understanding instructions.